Manufacturer narrative:
Most labeling issues have little potential for patient injury. Exceptions may include those that have errors in the size of the device or shelf life of the product. In this case, the labeling non-conformance could cause or contribute to injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm aortic valve was inside the box of a 25mm aortic valve.

Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. Operator error, inadequate process control and inadequate procedure were found to be root causes.